Event description:
It was reported via repair work order that the cpu board stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cpu board stopped working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as the account completed the evaluation on this device. The account determined the cpu to be the issue. The repair was completed by sending the cpu to the account. Personnel at the account will replace the cpu board. Device evaluated by account.